Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse determined that the printer was defective and ordered a new printer for replacement. Instrument was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoke coming out of the barcode printer of their dimension vista 500 instrument. There were no observable flames and no further damage to the instrument. There are no known reports of patient intervention or adverse health consequences due to the event.